Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) gastrointestinal /pelvic floor therapy. It was reported that on the day of implant the patient was trying to increase stimulation and felt a little jolt. Patient services advised the patient lower the amplitude and this eliminated the uncomfortable stimulation. The patient said her heart started to beat a little faster when she got jolted, and she was advised to follow up with her doctor. On (B)(6) the patient again reported that she was getting some unusual stimulation and it is jolting. The patient had accidently changed the channel and got a jolt and changed it back to the original setting. The night before she was sleeping and she had a weird feeling in chest area, and the stim in the vaginal area and the pattern didn't seem the same. Patient turned the stimulation off. Then she let it power down and turned it back on and changed it to another channel that was programmed for her. The patient was advised to check with her physician regarding which program to use, and was advised that when you changing from one program to another if the other program if is higher in amplitude it can feel like a jolt. No further complications were reported or are anticipated.